Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to a subdural hematoma. The death was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient fell and hit their head which resulted in the subdural hematoma. The patient underwent an emergency craniectomy that they never neurologically recovered from. The device functioned properly the entire time. Ultimately, the patient was taken off of life support and transferred to inpatient hospice where they passed away.